Event description:
The event was described in a communication from the end-user. In our manufacturer report number 1530493-2010-00003, the communication from the user facility to olsen mentioned an event sometime in the past where a cord caught fire at the point where the cord meets the molded plastic plug. There was no other info provided.

Manufacturer narrative:
This is a separate incident from our report number 1530493-2010-00003. The info concerning 1530493-2010-00003 and 1530493-2010-00004 was sent in the same communication from the end-user at the same time. The user facility was questioned about this event, and it was communicated to olsen medical that "the time we had an actual flame from a cord, we gave biomed all the parts, they couldn't determine much." The event date was not determinable and the lot number was not provided. The user facility stated that "because there was no pt injury, the event was not MDR reportable, so the facility threw the device away."